Event description:
It was reported there was a speaker a malfunction inoperative message. It was confirmed the unit did not produce sound at the time of the event. The device was in use on a patient at the time of the event.

Manufacturer narrative:
E1: reporter institution phone number:(B)(6). A philips remote service engineer (rse) interviewed the customer who reported the alleged malfunction has not been replicated since the time of the event. To further evaluate the situation, the rse dispatched a philips field support engineer (fse) onsite to examine the unit. As a result of the investigation, the fse confirmed the speaker malfunctioned on the x3 and the issue stemmed from an intermittent software connection. Therefore, the software needed to be reinstalled. The software, and the speaker malfunctioned at the time of the visit, but it was confirmed that the alarm disappeared after the reinstallation. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a software issue. The reported problem was confirmed. After the software was reinstalled, the unit returned to working specification. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.